Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed with the clip visible on the distal end of the tubset. The movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. The garage blocks proximal displacement during thumb advancement indicates the device encountered excessive resistance during thumb advancement. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The displaced garage block prevented the clip deployment by constricting the distal movement of the pusher block and tube assembly. Review of the device history record for this lot did not produce any findings relevant to this report. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on going.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. The device was blocked during sheath splitting, before clip delivery. During advancement of the delivery tube and the clip deployed outside the pt. Manual compression was used to achieve hemostasis. There were no adverse pt effects reported. No additional information was provided.